Event description:
It was reported that the physician suspected lead fractured due to a sudden increase in pacing impedance. There is also elevated short interval counts (sic) and several non-sustained tachycardia (nst) due to oversensing noise. There was no pacing capture at high output. Lead integrity alert (lia) was triggered and there was high impedance which also triggered an alert. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(6) 2015. Rv lead impedance was 4047 ohms on (B)(6) 2015. Sic count went up to 2046 within 7 days averaging around 296 per day, along with evidence of oversensing during vt-ns and high rate-ns episodes that occurred from (B)(6) 2015 to 3rd feb 2015.